Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified issues occurred with the touchscreen and usb port. There was no reported impact to customer's blood glucose level. Additional information was not provided, and customer declined troubleshooting with tandem technical support.